Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer was given information that claims she chokes on a burning smell while sleeping, gets blisters all over her nose, has difficulty breathing or shortness of breath. And also, she experiences lightheadedness, vomiting, dizziness, and nasal/throat irritation or soreness. Additionally patient claims that the device is noisy, burning, emitting smoke or emitting electrical odors. There was no report of patient harm or injury. During the evaluation of the device, found no evidence of foam degradation. The customer's complaint was also confirmed. In addition to the above findings, set pressure 4.0, total number error 2. Final test pass. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.